Manufacturer narrative:
Product return for further testing was requested. Additional information will be provided upon investigation completion.

Event description:
Arjo was informed that during resident transfer to the toilet, the sara 3000 base broke. The resident was partly on the commode and holding on to grab bar handle which prevented her from falling to the floor. In effect of the incident, the resident had knee pain. No medical intervention was necessary. Arjo representative who visited the customer after incident confirmed the failure. Part of the scale assembly (elephant foot assembly) was found broken, what caused the mast together with the footstep to detach from the chassis. The lift was taken out of use.

Manufacturer narrative:
Arjo was informed that during resident transfer to the toilet, the sara 3000 base broke. The resident was partly on the commode and holding on to the bar handle which prevented her from falling to the floor. According to the provided information, the resident had knee pain. No medical intervention was necessary. Arjo representative who visited the customer facility after the incident and confirmed the failure. According to the results of inspection, part of the scale assembly was found broken on loadcell in mast area, causing the mast together with the footstep to detach from the chassis. The lift was taken out of use and the scale unit was returned to the manufacturer for evaluation. According to the test report provided by the supplier to arjo on (B)(6) 2021, the scale unit was dismantled for purpose of further testing in metallurgy laboratory. The two side plates and a mounting plate were examined further. Few different types of examination were carried out: visual, micro-examination, scanning electron microscope (sem), semi-quantitative energy dispersive x-ray (edx), chemical analysis and mechanical test. The visual inspection confirmed that the two side plates had a full-thickness cracks through their pin holes. The external surfaces of the side plates and mounting plate appeared to be worn, but in generally good condition. Visual examination of the pin holes where the side plates had fractured found heavy wear/contact marks. The internal surfaces of the pin holes exhibited heavy wear/contact marks and this could cause a breach of the zinc coating that was protecting the steel from corrosion. Pitting and pits progressing into cracks were observed in the circumference of the failed pin hole, suggesting that corrosive elements were getting through the zinc coating and attacking the base metal beneath. Chemical analysis of the surface of the fracture found deleterious elements of chlorine, sulphur, sodium and calcium, which can cause corrosion. Both side plates had failed at the same positions around the pin hole and this is thought to be due to the loading of the side plates under normal use. The etched microstructure revealed distorted grains at the origin and along the crack, suggesting the presence of mechanical stresses on the pin hole and crack as it propagated across the side plate. The chemical analysis carried out on the side plates found them consistent with that of steel grade s355jr. The hardness testing of the side plates revealed them to be according to the specification for the material. Based on the testing results, it is likely that the cracks had initiated due to wear in the pin hole breaching the zinc coating, allowing environment contaminants to attack the base metal. Stress from the repeated loading of the assembly could have then picked up on the corrosion pits and cracks, leading to propagation of the cracks along the plane of where stress experienced is highest, causing both side plates to fail. The scale instructions for use provides information related to correct and safe usage of this assembly. It also informs user that the preventive maintenance activities should be carried out on regular basis according to the schedule and its requirements e.g.: ¿every month (¿) periodic inspection of attachments: a visual inspections of the scale attachment bolts and brackets is required to make sure they are firmly tightened and with no sign of wear.¿ the performed review of incidents related to sara 3000 active lift did not reveal any similar event. Therefore, the investigated failure is considered a single occurrence and the issue will be observed. In summary, the technical inspection revealed that the device was not up to the manufacturer¿s specification as the scale assembly broke. The device was used for patient handling when the event occurred. The complaint was decided to be reportable due to footplate and mast detachment from base during use with the patient.